Event description:
A malfunction alarm, identified with code malf 9, was reported for a pump. There was no adverse impact to the customer's blood glucose level. Although the malfunction code was resettable, the customer did not report resetting the pump and had experienced this issue three times on separate occasions. As a result, the pump needed to be replaced. The caller had no charging pad available to reset the pump and planned to call back when they obtained one. Attempts to contact the customer for processing the replacement resulted in leaving a voicemail.